Manufacturer narrative:
Customer was contacting technical support for part: over temp thermostat. The customer will contact manufacturer for return.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit goes into "over temp" while heating. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.